Manufacturer narrative:
External, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. There were no fluid leaks in the test cassettes during the treatment tests. The complaint symptom ¿increased fluid volume in peritoneal cavity (iipv) drain volume (dv) > 200% of fluid volume (fv) was not reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The complaint symptom ¿drain complication encountered warning¿ was not reproduced during testing. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Patient's daughter reported that the patient encountered a drain complication during treatment. Treatment details was provided and indicated an episode of increased intraperitoneal volume (iipv). Drain 0: 0ml, fill 1: 2001ml drain 1: 2008ml, fill 2: 2101ml drain 2: 1515ml, fill 3: 2101ml drain 3: 4212ml, fill 4: 2101ml drain 4: 1545ml, fill 5: 0ml . The reported drain volume of 4212ml was 200% of the prescribed fill volume which resulted in a reportable device malfunction. Patient was reported to remain asymptomatic and will perform manual treatment until a replacement cycler is received.